Event description:
The son of the end user states, the left front caster broke when he was pushing his father, the wheel collapsed. The fork is also bent according to the son due to the same incident.